Event description:
A baxter engineer reported a pump with an unknown battery problem. This occurred during bio-med testing. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA jan 26, 2007. Evaluation summary: the reported condition of an unknown battery problem was confirmed. The device was evaluated at the customer's site on 01/08/2007. Inspection of the device found that the pump's batteries were potentially damaged and were therefore replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.